Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 6.1 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged lcd board. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify buttons keypad and back light anomaly due to blank display. No moisture damage or unlock keypad noted during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address label, stained serial number label and stained end cap sticker.